Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-19721. It was reported the patient experienced shocking sensations with stimulation on. A sjm representative reprogrammed the system using three of the four leads. The patient is receiving effective stimulation. The patient has four leads from two lot numbers. Both lot numbers are being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.